Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the revision surgery. This event was reported by the patient's legal representation. The surgeon is: (B)(6). Dr. (B)(6) performed both mesh implantation and removal procedures. (B)(4) the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during an advantage plus tvt (tension-free vaginal tape) sling placement and cystoscopy procedure performed on (B)(6) 2016 for the treatment of stress urinary incontinence. On (B)(6) 2016, the patient underwent removal procedure of the left arm of the tvt sling due to complaints of postoperative pain. During the procedure, the tvt sling was noted to have been placed normally. The patient was in stable condition post-procedure. The following day, the pain was reported to have largely improved and the patient was discharged in good condition. A follow-up for incision check was scheduled in the next one or two weeks.